Manufacturer narrative:
The customer contacted a siemens customer care center. Siemens determined that quality controls (qcs) were within acceptable ranges on the day of the event. Siemens remotely reviewed the instrument data files and determined that a sample mixer needed to be replaced. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse: replaced the sample 1 mixer; aligned sample 1 probe; ran quick check and qcs, which recovered acceptably. The cause of the discordant, falsely low calcium and carbon dioxide results are unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on three patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The repeat results were reported, as the correct results, to the physician(s). Additionally, a discordant, falsely low calcium (ca) result was obtained on another patient sample on the initial dimension vista instrument. The discordant result was not reported to the physician(s). The same sample was repeated on the initial instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 and ca results.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2019-00191 on 02-may-2019. Additional information (09-may-2019): siemens further investigated the issue and determined that inadequate mixing potentially contributed to the discordant, falsely low carbon dioxide and calcium results. The instrument is performing according to specifications. No further evaluation of this device is required.